Event description:
Developed symptoms of latex allergy in 1997. Provided non-powdered, latex free gloves after visit to dentist. Due to wheezing employer provided latex free rooms to work in 1999. Specific instructions put in writing for employee and management. Employee advised in 1999 would be "totally disabled" due to latex. Provided work in office setting off hospital campus out of clinical area. Never returned to work.